Event description:
It was reported to boston scientific that on (B)(6) 2011 this lead could not be removed from the header device and the set screw was stripped. The procedure took place at (B)(6) center in (B)(6)with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).